Event description:
It was reported that the patient experienced recurrent hypoglycemia after starting a replacement ilet approximately nine days prior, including a documented blood glucose of 50 mg/dl with rapid downward trend earlier in the day; the caregiver attributed frequent activity as a potential contributor, and the patient treated with oral fast-acting carbohydrates with glucose trending upward during the call. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral glucose and troubleshooting and education completed, with no alerts or alarms reported and no hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that a definitive device-related root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.